Event description:
The customer reported that the cine function was not operating properly. This resulted in a loss of subtraction, road-mapping, or other critical vascular. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system disc was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.